Manufacturer narrative:
(B)(4). Date sent: 01/19/2022 h11: corrected data =h6. H6: health effect ¿ clinical code = gastrointestinal system (e10). H6 was omitted on the previous report; mwr-18012022-0001115510.

Manufacturer narrative:
(B)(4). Photographic evaluation: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows tissue with some sutures. Also, what appears to be bleeding was observed in the tissue. However, no malformed staples could be observed. The second photo shows a label of product code cdh29p, lot # v94917 and exp. Date: 2024-01-31. Based on the photos the event described of leak intervention is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: 1. What is meant by ¿staples are clearly visible outside of the anastomotic ring¿? After firing the end of a staple leg could be visible protruding from the anastomotic site. 2. What was done to address the issue? Patient had ileostomy performed 3. What is meant by ¿not create proper seal¿? Air bubble test failed, air was easily escaping through the staple line. 4. Where were staples seen? Staple legs seen in photo above. Yes they are visible. Dr followed appropriate tension and approximation instruction when firing. 5, what was the shape of the staples? Shape of staples unknown 6. How was the procedure completed? Ileostomy made, unsure what occurred for follow-up 7. What was the anatomic size and location of the anastomotic ring disruption? 29mm, took place in the sigmoid.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by ¿staples are clearly visible outside of the anastomotic ring¿? What was done to address the issue? What is meant by ¿not create proper seal¿? Are photos available for review by the engineering team? Where were staples seen? What was the shape of the staples? How was the procedure completed? What was the anatomic size and location of the anastomotic ring disruption? Was the postoperative care of the patient altered in any way as a result of difficulty with the device?.

Event description:
It was reported that during a sigmoid colectomy procedure, product had a leak after firing. Staples were clearly visible outside of anastomotic ring. Staples appeared to not create a proper seal. Doctor took a photo of the event. Donut formed properly and decided appeared to fire without issue. Surgery was delayed by 35 minutes due to the reported event. No patient consequences reported. No further information is available.